Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The illuminator was analyzed and found in remote, the errors 48238 and 297 was found indicating the fault, confirming the fault occurred in the field. Visual inspection identified two fuses are bad and dirty fans that is related to the report issue. The illuminator was installed onto a golden system (is3000) where the failure was not power on indicating fault on the illuminator, replicating the reported event. The complaint was confirmed based on the field evaluation and failure analysis. A review of the site¿s system logs for the reported procedure date was conducted by rpms quality engineer. Investigation revealed the following possible related system errors: 297 indicating node revision fault for the doco node. The node/app revision or crc is incompatible with software build and 48238 indicating illuminator communication error. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. Design history record (DHR) review for the system involved with the reported event was deemed not required by quality engineer since there is no indication of a manufacturing related issue. The illuminator was found to be the probable root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the illuminator to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, repeated non-recoverable error 297 occurred, and illuminator could not be ignited. The site received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). The tse had site power cycle the system, but the issue was not resolved. Site converted the procedure to laparoscopic surgery. There was no patient injury. Isi followed up with the initial reporter and obtained the following additional information: the conversion did not result in adding additional ports. There was no patient injury.